Event description:
The pt was prepped and on the or table. The power set to 5 w. The surgeon reported delay in delivery of power and low power (barely enough to char the tongue blade). Customer reported product complaint to lumenis (c0177189). Procedure was abandoned as the surgeon was not satisfied with the performance of the laser.

Manufacturer narrative:
Fse found all aspect of unit function within specifications. Alignment was very good. Footswitch was working properly. In judgement of the fse, the lens cell was left out of the handpiece. This would cause the delayed response on tissue and low power density reported by the physician. Lumenis believes that the root cause of this incident was user error/user interface problem as described above (lens cell omitted from delivery device during setup). The lumenis safety complaint coordinator reviewed the findings with customer on 7/2005 and informed customer that clinical education training is available through lumenis if they are interested.